Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. During follow up with the key market, it was reported that the device was no longer under warranty, and the customer is refusing to pay for maintenance, and onsite service. The key market responder reported that no further details could be obtained. As a result, it could not be confirmed if the customer's issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a pressure sensor autozero failure. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.